Manufacturer narrative:
The investigation determined that a non-reproducible higher than expected vitros creatinine (crea) result was obtained from a single patient sample tested on a vitros 4600 chemistry system. The assignable cause of the event could not be determined with the information provided. A sample related issue could not be ruled out as contributing to the event. The customer suspected the higher than expected vitros crea result was caused by the problem of pre-analytical sample processing. The customer was not following the sample collection device manufacture¿s recommendation for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. Historical vitros crea quality control results obtained within the timeframe were acceptable, indicating a vitros crea slide related performance issue did not likely contribute to the event. There was no indication an instrument related performance contributed to the event, however, since no diagnostic within-run precision testing was performed an instrument related performance issue cannot be completely ruled out as contributing to the event. (B)(4).

Event description:
The investigation determined that a non-reproducible higher than expected vitros creatinine (crea) result was obtained from a single patient sample tested on a vitros 4600 chemistry system. Patient sample crea result of 1054.6 umol/l vs. The expected result of 75.4 umol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected vitros crea result was reported outside of the laboratory, however, the result was questioned and no treatment was given, changed, or withheld based on the reported vitros crea result. A corrected report was issued and there was no allegation of patient harm as a result of the event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).